Manufacturer narrative:
Complaint number: (B)(4). No samples were received. Please advise the customer that we must have samples returned for quality assurance so that a proper investigation may be conducted. Should the customer encounter any issues in the future, please advise them to save the samples for investigative purposes. We have no further complaints on the material/batch. We forwarded the complaint to our supplier for their investigation and comments. A check of production records shows no documentation indicating deviations. Retain samples were visually inspected and no defects were observed in the safety lock parts for any of the checked samples. The safety mechanisms were activated. They were found to work properly and lock with audible click. The locked protector were manually manipulated but the safety lock mechanisms did not release back. Functional testing was performed. Move force, pull force between protector and stopper and return force (after lock) were all measured; all results were within specification. The complaint could not be confirmed. Do not use if product has sustained any transport damages. Please handle our products according to their instructions for use. Engage the safety mechanism with activation as described in the IFU. Do not forcefully release or re-activate the safety mechanism after it has been activated. Do not attempt to tamper with the safety mechanism after activation. Promptly dispose of the vacuette safety blood collection/infusion set in an approved disposal container in accordance with the procedures of your facility.

Event description:
Customer states that a needle stick injury occurred on (B)(6) 2016. The employee stated that the safety shield was fully activated, but the needle was protruding past the safety shield. Only one additional sbc of this lot remained in the box. The facility tested it and stated that it activated properly.